Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.5 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault. The cause of the event is reported as unknown. See MFR claim# 2023826-2022-00345 for replacement lens.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k):this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).